Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that while attempted to place midline to left cephalic vessel. Vessel accessed without difficulty using 20g/8cm powerglide pro midline, guidewire threaded without difficulty but catheter met resistance w / threading. When midline device pulled, noted catheter non-intact and guidewire bent. Non-diagnostic ultrasound of lue noted no catheter seen in lt cephalic vessel, shadow noted in subcutaneous tissues near lt cephalic vessel. Additional info from customer: (26/6/2023). Patient has history of multiple co-morbidities to include sepsis, atrial fib, encephalopathy/dementia, anemia, respiratory failure, malnutrition, aspiration pneumonia. A same day surgery was required, surgical intervention to remove the sheared piece of catheter.